Event description:
Caller (hcp) states the patient had a nevro scs placed earlier today and woke up post-op with numbness in her legs that has now spread to her hips and is "completely paralyzed". Caller does not know who the managing physician is. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).